Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Additional information: the tip of the maryland bipolar forceps instrument that enters the patient's body was reportedly missing; however, no fragments fell inside a patient. Also, no post-operative tests were performed to check for any fragments although a routine/ordinary x-ray was conducted. No patient demographic information was provided.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument tip was missing. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Device evaluation: the maryland bipolar forceps instrument was received and failure analysis found the instrument to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The yaw pulley appeared to have a part missing, but there was no detached fragment; it was melted from the thermal damage.

Event description:
Refer to h11 for follow-up information.